Event description:
An olympus representative reported on behalf of the customer that their evis lucera gastrointestinal videoscope had air/water flow issues from the air/water flow system. Upon inspection and testing of the returned unit, foreign matter was discovered in the nozzle. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The customer later confirmed that they cleaned, disinfected, and sterilized the product before returning it for evaluation, and that they were not sure when the foreign material adhered to the scope. Additionally, it was reported to be unknown if there was a delay in the start of pre-cleaning. Customer indicated the nozzle was flushed with water and air. The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, foreign material was discovered in the device nozzle. The customer's originally reported issue of air/water flow issues from the air/water flow system. The following additional findings were also noted: water supply volume, air supply volume and water removal ability did not meet the standard volume due to clogging of nozzle. Also, bending angle in up direction and the play of up down knob did not meet standard value due to wear of angle wire, assorted chip, crack, discoloration, wrinkle, peeling of adhesive around objective lens, probe cover dent and scratch, shaved suction cylinder and electrical connector corrosion due to water leakage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10) and to correct b5/h10 (information was inadvertently omitted from the initial). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the nozzle was clogged with foreign material, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. The nozzle was not deformed and it is unknown if reprocessing was fully performed according to the instructions for use (IFU). Correction to h10: it was noted there were no issues with the accessories used for reprocessing. The event can be detected by following the instructions for use (IFU) which state: "9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. 1. Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Event description:
The customer's allegation was found during preparation for use and the intended procedure was completed.